Event description:
It was reported the distal tip of the cannula would not pass through an introducer guide during a breast biopsy procedure. Upon visual inspection, a burr was noted. Another device was used to successfully complete the procedure without any pt complications. The pt's condition is good. This device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the cannula distal tip was burred. The device exhibited good function during cycle testing. A lot search was performed and revealed no other complaints to date on this lot number. F/u indicated the device was test fired outside the pt. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."